Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient¿s daughter that the patient expired unexpectedly. At the last clinic visit, no pacing was noted. There is no known allegation from a health professional that suggests the death was related to the device. Attempts have been made to obtain additional information; however no further information is available at this time. The cause of death is unknown. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.